Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated unfolded the walker and left grey tab does not lock left side of the walker in place.